Event description:
Reporter states that she has since had issues with 3 medtronic devices. The revel paradigm, and 2 630g models. All have the same issue with ¿frequency¿ she believes that cell phone towers may be interfering with their frequency and altering the dosage delivered by the pumps. Refer to report 2032227-2017-51786.